Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, prior to use on the patient, catheter leakage was noted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed as the problem could not be reproduced. One 4fr groshong clearvue catheter was returned for evaluation. An initial visual observation revealed use residue in the sample. The catheter was returned with a stylet inserted and a kink was observed in the stylet at the 50 cm depth marker of the catheter. A functional test of flushing the catheter with water using a 12 ml syringe was performed. No leaks were observed in the returned catheter. The stylet was then removed and a second attempt of flushing and pressurizing the catheter was made; however, no leaks were observed. The complaint of a leak could not be confirmed as no issues were found in the catheter during testing. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is inconclusive due to the state of the returned sample. One photograph of a groshong was returned for evaluation. An initial visual observation of the photograph showed the catheter being held at an end. No damage could be seen on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.